Manufacturer narrative:
The fse replaced gas hose replaced to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11-d4: UDI (B)(4).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device has an o2 inlet leak. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention was provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse dispatched a field service engineer (fse) to check o2 hose and connection and to further troubleshoot and repair. This investigation is ongoing.

Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse dispatched a field service engineer (fse) to check o2 hose and connection. It was confirmed that there was a leak in the oxygen inlet and that it needs to be replaced as it is visibly damaged by use.